Event description:
Additional information received reported that other than the noted electrodes, impedances were unchanged. The patient was reprogrammed and instructed on how to recharge. The patient denied further questions, and had not requested additional follow-up from the hcp office.

Event description:
It was reported that the last three times the patient used her neurostimulator the device turned off around the 50% charge level. The patient had experienced two falls, with the latest occurring in (B)(6) 2011. It was also reported that impedances on electrodes 4, 5, 6, and 15 were all above 40,000 ohms. It was noted that the patient was not programmed with these as active electrodes. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3778-45 serial# (B)(4) implanted: (B)(6) 2009 explanted: na, lead model 3778-45 serial# (B)(4) implanted: (B)(6) 2009 explanted: na, extension model 3708140 serial# (B)(4) implanted: (B)(6) 2009 explanted: na, extension model 3708140 serial# (B)(4) implanted: (B)(6) 2009 explanted: na, programmer model 37743 serial# (B)(4), accessory model 37752 serial# (B)(4).